Event description:
It was reported that five days post port placement on right side of sixth thoracic vertebra via right internal jugular vein, the catheter tip position was allegedly dislocated from original position. It was further reported that the catheter was unable to enter into normal position after several adjustments and catheter was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port attached to a catheter was returned for evaluation and one medical image was provided for review. The investigation is confirmed for catheter tip malposition issue as a right sided chest wall port with the catheter traveling above the clavicle then descending down towards the right arm instead of the anticipated course towards the right heart was seen in the image review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3. H11: b5, h6 (device, method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2023).

Event description:
It was reported that approximately one week post port placement on right side of sixth thoracic vertebra via right internal jugular vein, the catheter tip position was allegedly dislocated from original position. It was further reported that the catheter was unable to enter into normal position after several adjustments and catheter was removed from the patient. The procedure was completed using same device. There was no reported patient injury.